Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Leakage found during flushing from between the hub and the leg of the PICC. The patient did require an additional procedure due to this occurrence - the PICC was replaced. No adverse other effects to the patient were reported due to this occurrence.